Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the metal cap exhibits scratch marks; the glass cap exhibits severe devitrification at the output window; a portion of the fiber under the metal cap is missing; the fiber also shows a radial fracture within the outer flow tubing at the open end of metal cap between knob and cap; the outer flow tubing at the location of the fiber break is bent and damaged; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis results, the potential for forward firing exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 240,268 joules, a "cap malfunction" was noted. The fiber was exchanged and @ 274,261 joules, it was noted that the fiber tip broke while using the second fiber. The procedure was completed with a third fiber. ¿no injury to the patient¿ reported. This event is for the second fiber. Time expended: 5 minutes.